Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the modular cable being exchanged and a functional issue with the cable was not determined. The exchanged modular cable (lot number 8510491) was not returned for analysis. Questions regarding why the modular cable was exchanged were asked, and a reason for the exchange was not specified. The provided log files have been addressed via the system controller¿s investigation (see manufacturer report number 2916596-2024-03024), as no issues regarding the modular cable were observed. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the modular cable, lot number 8510491, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (rev. C, section 2 ¿system operations¿) instructs users on how to properly exchange the modular cable. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the primary system controller was giving a low battery alarm when connected to the power base unit (pbu). When white cable was attached, the black lead showed power disconnect with yellow wrench while still connected to the battery. Also momentarily, it showed a replace backup battery alarm which resolved and then a sustained controller fault alarm occurred. The system controller and modular cable were exchanged. Log file review captured several odd no external power and low power alarms while the patient was connected to power module. Some of these appeared to be the result of both power leads being disconnected at the same time. The log also captured multiple internal controller fault alarms beginning at 12:26 pm on 14may2024. There were no other unusual events recorded. There was no documentation of alarms following exchange.